Event description:
It was reported that the lead exhibited loss of capture. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomalies were found.